Event description:
Account reports pt experienced "spinal infarct" while receiving post-surgical epidural infusion. The reporter states the pt was intubated and heavily sedated for several days after surgery. When pt was extubated and became alert pt complained of being unable to move their legs. It was at this time, a nurse reported observing air in the pump tubing, however, the air had not reached the pt. The nurse reportedly removed the air from the tubing and resumed the infusion. Reporter states pt incident may have been the result of a combination of excessive air in the bag which was not removed by the anesthesiologist prior to pt use, and air being infused into the pt's epidural space. A CT scan of the spine was performed which revealed "no trauma to the spine." Per the reporter, the pt was moved to a rehabilitation facility and has been "doing some walking".